Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported multiple symptoms with the device, including that the battery won't charge, and that the device goes out during the self test. There was no report of patient involvement.